Event description:
The customer reported via phone call that the insulin pump died without the customer receiving any warning. The customer's blood glucose was unknown. The customer explained that the screen would go blank due to a bad battery or an issue with the battery cap. The customer was advised that a replacement battery cap would be sent because the insulin pump was working at the time of the call. The customer was advised to call back when the issue occurred in order to troubleshoot. The customer did not return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.